Event description:
A low readings issue was reported with the adc device. A caregiver reported receiving an unspecified low scan on the sensor when compared to a healthcare professional (hcp) meter result. The customer became hypoglycemic and experienced a loss of consciousness. The customer had contact with an hcp who administered 10ml of glucose via IV for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.